Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's system controller continued to alarm for "connect to power" while on battery power or connected to the mobile power unit. The patient exchange their batteries and battery clips as troubleshooting however, the alarms did not resolve. The patient performed a system controller exchange and the alarms resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms was confirmed. The log file spanned approximately 1 hour (08may2022 from 12:11 to 13:12 per the timestamp). Atypical power cable disconnect alarms intermittently activated throughout the log file due to an invalid rsoc fault on the black power cable not associated with a power source exchange. The alarm resolved shortly after activation and did not affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarm was observed. Initial inspection of the returned hm3 system controller, serial (B)(6), revealed power cable disconnect alarms while manipulating the black power cable. The power cables resistance was tested to have slightly higher than normal resistance for the exception of two of the wires that were open circuit on the black power cable and had no current leakage. The cable was stripped down to the wire revealing severed wires. The power cable was exchanged with a test power cable and the testing on the controller continued. The controller was functionally tested with the test power cable and passed all steps without any issue. The controller operated on a mock circulatory loop for an extended period of time without producing any alarms. A root cause of the reported event was determined to be a damaged power cable; however, a root cause of the damaged power cable was not determined through this analysis. There was incidental finding fluid ingress and severed wires on the black power cable. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 8-¿equipment storage and care¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. Heartmate iii patient handbook section 4 entitled ¿living with the heartmate 3¿ provides proper instruction on how to properly shower with the heartmate 3 system. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including power cable disconnect. No further information was provided. The manufacturer is closing the file on this event.